Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the load process was performed, drops were not seen from the tubing. The customers blood glucose (bg) level was impacted (264 mg/dl) the customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support, the customer disconnected the infusion set tubing from the cartridge luer lock, fill tubing was performed again and insulin drops were seen exiting the tubing.